Event description:
The customer reported that the system displayed intermittent communication error messages. This error may result in a system lock up, no boot, or shut down situation. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5vdc power supply was evaluated and replaced. The system was tested and found to be working as intended and returned to service.